Manufacturer narrative:
The device was returned for analysis. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the anatomy resulting in the reported failure to advance. Manipulation of the device resulted in the noted device damages (stretched, bent and overlapped struts, bunched/wrinkled white foil). The noted multiple hypotube bends and kink on the outer member and support mandrel likely occurred due to handling or during packing for return analysis. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2019, a 4.0x19mm graftmaster stent delivery system (sds) failed to cross the left anterior descending coronary artery (lad), 90% lesion and perforation due to anatomy. Another device (same size) was successfully used in replacement and the patient's outcome was satisfactory. No additional information was provided regarding this issue.